Event description:
Sorin group received a report that the pump stopped when the speed was increased. This event occurred during an in-service training; there was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) MFR the s5 single roller pump. This incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4)'s medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a report that the pump stopped when the speed was increased. This event occurred during an in-service training; there was no pt involvement. The customer later reported that continued use of the pump did not result I replication of the reported problem. The customer has elected to maintain possession of the pump. Without returned product for eval, cause of the reported problem cannot be determined. No further action is deemed necessary.